Event description:
On (B)(6) 2012, pt underwent a bilateral breast augmentation. During the procedure, it was noted (by the surgeon), that the insulated bovie extender had made contact with the lower incision on the right breast area resulting in "burn skin" to the area. The burned area was later "excised as part of the incision/closure". The pt sustained no permanent damage to the skin.